Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device. During the night of (B)(6) 2024, the cgm reading was 188 mg/dl. The patient´s insulin pump inserted insulin automatically based on the readings. The cgm reading dropped to 121 mg/dl and continued to decrease. When the patient took a fingerstick, the blood glucose reading was 130 mg/dl, and the patient performed a calibration. The patient panicked as the ¿levels¿ kept dropping but it was stated that the patient did not experience any symptoms. The patient called an ambulance and was taken to the emergency room. The patient stated they were taken to the emergency room mostly for observation, and did not remember any more if they were given any treatment provided by the hospital or the number of fingersticks. The patient did not have a dexcom sensor anymore when they were at the hospital. The patient stayed in the emergency room for six hours and was sent home because the blood glucose was stable. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).